Event description:
During a standard inspection of a customer-returned asset, the evis exera ii duodenovideoscope was found with dirt inside the light guide lens, and the distal end had foreign material. The customer did not report any problems associated with the device, and there was no patient or user injury, or harm reported to olympus.

Manufacturer narrative:
Additional issues were identified during the device evaluation: the right and left knobs were deformed; the switch box had a scratch; the suction cylinder had no color; the scope connector was dirty due to water leakage; the electrical connector had corrosion due to water leakage; due to the wear of the angle wire, the play of the up and down knob was out of the standard value; and the adhesive around the objective lens had wear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer feedback. The customer later provided the following: there was no malfunction of reprocessing accessories. No delays is the pre-cleaning or manual cleaning processes. It is ¿unknown¿ if the surface was wiped during pre-cleaning. It is ¿unknown¿ if wiping/brushing was performed during manual cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was unknown if the reprocessing steps at the material residue point deviated from the instruction manual. The cause of the event is likely due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) section: the instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection describes how to detect for the suggested events. Olympus will continue to monitor field performance for this device.